Event description:
Fluid found on the syringe pump. Syringe of dopamine checked and found to have several ml of air and only 2 ml of dopamine. The dopamine had been started at 1600 and had 8 ml of dopamine when the infusion was started at a rate less than 0.5 ml/hr. Upon discovery the nurse clamped the line. Air had infused one third of the length of the IV line moving towards the pt. Blood pressure had been low since the start of the infusion with several changes in dosage possibly due to the syringe leak. Syringe and pump removed from bedside. Syringe pump sent to biomedical and syringe found to have a large crack along the side. The inpatient pharmacy was notified as was the becton dickinson representative. The pharmacy identified and sequestered the lot number from where the syringe was likely to have come. Most of the syringes were given to the bd representative for testing. Pharmacy, nursing and materials staff notified of the concern.